Event description:
Port was implanted in 1998. In 1999, the port was accessed and pocket developed swelling upon injection. X-ray showed a tear at the port-catheter junction. It came apart where it locks onto the port. The lock came off. Port was revised in 1999.